Event description:
It was reported that the lead was explanted due to oversensing. As a result, the patient received one inappropriate shock. After the lead was explanted, a lead anomaly was observed.

Manufacturer narrative:
Analysis found that the lead exhibited normal electrical characteristics. The outer insulation was abraded at 6.5 cm from the connector pin due to friction with the ICD can. The outer insulation was also abraded at 20.4 cm from the connector pin due to damage occurring during the surgical procedure. Dried body fluid was noted inside the header, the inner insulation and coil, preventing helix extension and proper distal coil rotation.